Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was opened to be used in a procedure performed on (B)(6) 2017. According to the complainant, during preparation, the sterile seal was already broken when the device was removed from the box. The procedure was completed with another symphion resecting device. There were no patient complications as a result of the event.